Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead was readjusted one week after it was implanted. No information could be obtained through follow-up attempts with the clinic. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.